Event description:
It was reported that the went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. The cuff was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the cuff of this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. The cuff passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cuff. Based on the information available and analysis results the reported allegations of mechanical issue and hole/perforated are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. The cuff was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).